Event description:
It was reported that partial deployment occurred. The target lesion was located in the iliac artery. A 8x80x75 epic vascular stent was advanced for treatment. However, during procedure, the stent was not totally deployed. The device was completely removed from patient's body using a 9fr catheter. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.